Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this error in the past 24 hours, although the same error had been reported three or more times previously. Technical support assisted the caller, who was traveling, with resetting the pump and resuming insulin delivery to continue use. A replacement pump was arranged by technical support.